Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this lead revealed the inner insulation had abraded through, approximately 52 cm from the terminal pin most likely due to movement within the inner coil and the outer coil. This type of damage is consistent with repeated stress over time. The reported loss of capture was likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and loss of capture at the maximum output. An invasive procedure was performed to explant and replace the rv lead. Additional information was received indicating the lead was tested with a pacing system analyzer (psa) and there was no capture. The physician believed this to be a lead issue. The lead has been returned for analysis. No adverse patient effects were reported.